Event description:
A device was used during a hemorrhoidectomy. The device fired without incidence. Post operatively a leak in the staple line developed and the pt was readmitted to another facility for performance of an apr. The surgeon noted that the post operative complication was a result of the pt's tissue thickness being thinner than normal.